Event description:
It was reported the patient's blood glucose level (bg) rose to 20 mmol/l (360 mg/dl) while wearing the pod between 1 and 4 hours. The patient felt insulin leaking. The pod reportedly was coming loose from the infusion site (abdomen), causing the cannula to dislodge. As treatment, a new pod was placed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. The soft cannula measured the correct full length according to specification and did not appear damaged. Inspection of the fluid path and needle mechanism components found no evidence of any damage or manufacturing deficiencies that would result in the soft cannula becoming dislodged from the infusion site. A root cause for the reported dislodged cannula could not be determined. The adhesive pad and welds were observed to be complete and correctly aligned. No damages or manufacturing deficiencies were observed that would result in the adhesive pad failing to adhere. Although the investigation found no evidence of any damage, the reported adhesive issue could not be determined. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula. The distal tip of the soft cannula was manually occluded, and no leaks were present. The fill septum and fill port were observed, and no damages, deficiencies, or gouges were found. Investigation found no defects or manufacturing deficiencies that would contribute to insulin leaking during wear.